Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Lab observations (condition of unit as received): the device was received in good condition. Investigation summary: reported error code 110.6110 (B)(4) during the device check in was unable to confirm. As received, the pcu was powered on properly. No entry of error 110.6110 in the device error log. However, the error log did show several entries of error 133.6080 (backup speaker failure) and error 133.6080 was able to replicate during the failure investigation. Error 110.6110: report error 110.6110 was unable to confirm. As received, the pcu was powered on with no error 110. 6110 detected. The system and the battery voltages requirement were verified and found to be within the acceptance specification limit. Error 133.6080: error log showed several entries of error 133.6080 (backup speaker failure) after the completion of the power on self-test. This error was able to replicate during the failure investigation. The cause of this error was isolated to the main speaker assembly. Opened inductor r2 is the main cause of failure. Conclusion: reported error code 110.6110 (B)(4) during the device check in was unable to confirm. Opened inductor inside the backup speaker assembly is the main cause of error 133.6080. Rework: recommend replacing back up speaker. Disposition: route to service for normal process.